Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/21/2015. The fse replaced valves vl8, vl11, and vl12 to correct the leak. Platelet background value was high and failing, so the fse replaced the diluent filters and put unit into a two hour vinegar decontamination. After flushing system, the fse ran latex particle sizing, adjusted hgb lamp gain and reset clog detect. He ran several startups, all with good passing results. The fse then turned the instrument over to the customer, and patient samples ran with good results. (B)(6).

Event description:
The customer reported a contained clear fluid leak of approximately 1ml from the probe inside a coulter ac t diff analyzer while cleaning the instrument. The customer also reported receiving failing startup values for platelets (plt) and hemoglobin (hgb). The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.